Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they tried to fill the reservoir from the insulin vial, it would get air locked. The customer¿s blood glucose level was 13.4 mmol/l at the time of the incident. The customer reported that preventing the insulin from getting into the reservoir compartment. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 5 open/used reservoirs. Performed pre-fill reservoirs test. Found no occluded anomaly during filling. Also ran occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).